Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash under the front therapy pad. The patient reported a gel leak from the font therapy pad that was irritating the skin. The patient's doctor prescribed a cream for the rash, the patient as also given a new electrode belt. The medical outcome of the rash is unknown.